Event description:
The customer reported no images on left monitor, pt involvement with no injury. Case was finished with system.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.